Event description:
A motor stall was noted in the attention dialogue box. There had been no magnetic or emi interaction. There was no medical or therapy problem with the patient. The physician planned to replace the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).